Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the device was unable to interrogate and that there was an initial popped up message that states 'battery status problem telemetry interrogation will take >15 seconds'. It was also reported that the device was still unable to interrogate after >10 minutes of the popped up message. It was subsequently reported that the device interrogation issue was due to bit flipped. A manual guided reset procedure was done. The device remains in use. No patient complications have been reported as a result of this event.